Event description:
The user facility reported that when using a scope for the first time, the image kept streaking with pink and black lines during the procedure. There were no reported injuries associated with this event, however there was a procedural delay of approximately 10 minutes.

Manufacturer narrative:
On 10/10/2024 the device in question was received into the lab for evaluation on srn 10842310. Upon evaluation, it was found that the image distortion was an intermittent problem that was occurring only during device angulation. The scope did not have any internal fluid present and there were no workmanship issues with the previous charge coupled device (ccd) installation identified during evaluation. The device usage counter indicated that it had been used 19 times since the previous repair on srn 10820706. A review of the previous repair record showed that the ccd had been replaced at that time and after all needed repairs had been completed the device had passed outgoing quality control inspection with no intermittent image issues noted prior to returning to the customer. The lab determined that the image issue identified at incoming evaluation was likely due to a premature component failure in the ccd connection that consists of 12 connection wires. The cause for the short was unable to be determined. The device was repaired under warranty, passed outgoing quality control inspection on 10/21/2024 and returned to the customer. Out of an abundance of caution, steris has decided to report this event due to procedural delay although we are not the manufacturer of the device or component that failed. The UDI information is not included since steris is not the manufacturer.